Event description:
Spontaneous. Pt reported that her pump stopped. No further information is known. Unknown if md is aware. No missed doses reported. Unknown if the patient experienced an adverse event as a result of the defective product. Unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known. Reported to (B)(6) by pt/caregiver.